Event description:
A health authority received a report of implanted intraocular lenses (iols) with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. This patient is bilaterally implanted. No further information is expected. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further information. (B)(4).